Manufacturer narrative:
Service visited on (B)(6) 2011, and the field service engineer (fse) found a leak from modular chemistry (mc) module main drain line. The fse removed all mc cup modules and checked them. Total protein module retainer was loose, and the fse tightened and cleaned surrounding area. The fse found creatinine reagent buildup underneath creatinine module, and checked reagent pump and cleaned the area. The fse primed the instrument 10 times, and found the instrument had 10 psi low. The fse adjusted pressure and primed 10 times. The fse checked valve 5 for any cracks and replaced regulator membrane. The fse found air slug in mc sample syringe, and flushed the syringe to remove air slug. The fse found gel in sample probe, replaced sample probe and collar, and aligned probe. The fse primed the instrument 10 times, calibrated, and ran controls.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on synchron lx20 clinical system. The customer stated that the leak was in the modular chemistry reagent compartment and it appeared to be creatinine reagent. The customer cleaned up the spill and no injuries were sustained.